Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with damage. The quality engineer assigned the defective main battery to be the determined problem; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with "damage" was confirmed by service to be more specifically the defective main battery. The cause of the reported condition was not determined. The device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.